Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 471205-17 / lot# k12220404-0110) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 45 minutes. The alleged event occurred on the 3rd use of the instrument with 11 remaining. Event verification of the logs confirmed that the customer performed a nephrectomy surgical procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps did not respond to commands and persisted after cables were exchanged. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer stated the problem started during a procedure on the prior day but they continued using the instrument until the procedure was completed. The customer stated they made the decision reprocess the instrument and use it in another procedure the following day; however, the issue persisted. The surgeon stated the issue was persistent with the same wrist extension movement. The instrument did not execute the wrist extension movement or executed it too slowly. Sometimes it deviated laterally while extending resulting in unexpected movement. Bipolar energy worked as expected. The instrument was reseated and installed on different arms, but the issue persisted. The instrument was inspected after the procedure with no thermal or physical damage observed. Images or a video recording of the procedure are available but were not provided for review. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument housing was removed and was found to have a loose pitch cable at the proximal end. Common causes of the failure mode are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The complaint regarding the instrument not responding to commands was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Additional information can be found in the following fields: a2,a3, a4, g3, g6, and h2 a follow-up response was received, and patient-related information was provided.

Event description:
Refer to h10/h11 for follow-up information.